Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "motor is not working properly". The device was being used during surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.